Event description:
Patient received a jenavalve tavr for aortic stenosis as part of medical device study at (B)(6). During recovery in ICU patient suffered a stroke. It appears this event was not reported to the FDA, and reading the hospitals press release shows no adverse events during the trial including strokes. Hospital refused to diagnose stroke at time. Refused multiple requests to perform MRI on patient. Instead had resident exam him, CT scan (which frequently misses stroke). Dismissed his severely altered behavior, which began after he nearly bled out, as "ICU dementia". Subsequent MRI showed stroke, which was reported to surgical team. I am dismayed that hospital and surgical team hid the stroke in order to get the medical device approved. MRI was performed with and without contrast. Stroke was clearly present. I have the MRI. FDA safety report ID # (B)(4).